Manufacturer narrative:
Device evaluation : the fracture surface was examined with the aid of a 5x loop. Multiple fracture planes and racket marks are present. High force application is believed to be the cause for the fracture. It is unclear if prior high force application may have initiated cracks that subsequently manifested into the observed fractures. Review of device history records found a total of 26 pieces of this lot were released for distribution on 1/16/2017 & 2/8/2017 with no deviation or anomalies that would relate to the reported malfunction. Two-year complaint history review did not reveal a trend for reports of this nature for this part number. No corrective actions are being recommended since there was not a trend identified, the device use history is unknown, and the failure does not appear to be lot related.

Event description:
It was reported that the tip of the reform lock-screw torque driver (39-rd-0060) broke during the final lock of the set screw. The broken tip was removed with no harm to the patient nor the surgeon. The surgeon was able to finish by using the second driver available in the set with no delay to the procedure. The torque handle was being used.

Manufacturer narrative:
Evaluation in process but not yet complete. Upon completion of evaluation, a follow up report will be submitted.

Event description:
It was reported that the tip of the reform lock-screw torque driver ((B)(4)) broke during the final lock of the set screw. The broken tip was removed with no harm to the patient nor the surgeon. The surgeon was able to finish by using the second driver available in the set with no delay to the procedure. The torque handle was being used.